Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements. Due to this a lead safety switch was triggered and two signal artifact monitoring (sam) episodes were recorded. Additionally, high pacing thresholds, noise and oversensing were observed. The device was reprogrammed, and this lead remains in service. No adverse patient effects were reported.